Event description:
It was reported that during follow up, high, out of range high voltage lead impedance and noise due to external interferences were observed. Further testing was recommended. Patient was in good condition and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.